Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was inspected by the field service engineer (fse) during an onsite visit. The customer¿s allegation was confirmed. Additional findings were that the printed circuit board (bi) and the printed circuit board protection sheet had malfunctioned. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, that the high definition lcd monitor had no image on the monitor. The reported issue occurred during preparation for use, for an unknown diagnostic procedure. There was no delay in the procedure. And the intended procedure was completed using another similar device. There were no reports of patient harm.